Event description:
Device 5 of 7; reference MFR. Report#: 1627487-2019-05885, 1627487-2019-05886, 1627487-2019-05887, 1627487-2019-05888, 1627487-2019-05890, 1627487-2019-05891. It was reported that surgical intervention did take place on (B)(6) 2019.

Manufacturer narrative:
The date of implant has been provided. The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. As received, both extensions were missing channel 1 terminal end lead electrode. The missing terminal end electrodes were stuck in the ipg header. The other lead channels were functionally tested and passed. It cannot be determined whether the detached electrodes occurred in vivo or during the explant procedure.

Event description:
Reference MFR. Report#:1627487-2019-05885.1627487-2019-05886.1627487-2019-05887.1627487-2019-05888.1627487-2019-05890.1627487-2019-05891.

Manufacturer narrative:
Device information, implant dates and explant dates are unknown at this time. Additional information has been requested but not yet received. Investigation results will be provided in the final report.

Event description:
Device 5 of 7 reference MFR. Report#: 1627487-2019-05885, 1627487-2019-05886, 1627487-2019-05887, 1627487-2019-05888, 1627487-2019-05890, 1627487-2019-05891. This patient has 2 systems. It was reported x-rays revealed the patient¿s leads on the right side had migrated, and the patient¿s leads on the left side had pulled out of the ipg header. The patient reported no falls or traumatic event. To address the issue, the physician performed surgical intervention (exact date unknown) where he verified the right leads did migrate. He explanted and replaced the leads on the right side and connected them to extensions. When looking at the leads on the left side, the physician reported they seemed to have torn out of the ipg with wiring and contact material torn out of the ipg. He also explanted and replaced these leads and connected them to extensions. The ipg associated with the lead pull out was also explanted and replaced. Postoperatively, effective therapy was reported. Two extensions were explanted for unknown reason.